Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was excessive additive as well as foreign matter discovered after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes seem to have excess additive, also a floating material in the blood sample. Additionally, on 2020-01-31 the customer provided the following additional information: what date did this occur? (B)(6) 2020. How many tubes contained excess additive? The 100 that we had on the table at that time, did not check the inventory. Are samples from this lot available? If so, a prepaid fedex label can be provided, to send in 5-10 samples of product for investigation. I actually have 3 tubes from this lot.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for excess additive and foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there was excessive additive as well as foreign matter discovered after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes seem to have excess additive, also a floating material in the blood sample. Additionally, on 2020-01-31 the customer provided the following additional information: what date did this occur? (B)(6) 2020. How many tubes contained excess additive? The 100 that we had on the table at that time, did not check the inventory. Are samples from this lot available? If so, a prepaid fedex label can be provided, to send in 5-10 samples of product for investigation I actually have 3 tubes from this lot.